Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Two lesions were treated in two diseased vessels. Target lesion #1 was located in the left anterior descending (lad) artery. The target vessel reference diameter was 3.1mm and the lesion length was 21mm. Pre-procedure stenosis was 88%. Post-procedure was 0% stenosis. A 3.0x20mm liberte stent was implanted. A non bsc balloon catheter was also used. Direct stenting was not attempted. Target lesion #2 was located in the lad artery. The target vessel reference diameter was 3.8mm and the lesion length was 24mm. Pre-procedure stenosis was 66%. Post-procedure was 0% stenosis. A 3.5x12mm liberte stent was implanted. A non bsc balloon catheter was also used. Direct stenting was not attempted. Liberte stent was implanted due to dissection. The procedure was a technical success. Patient was discharged three days later with no current anginal complaints or silent ischemia. Discharge medications were asa 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.